Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a initial procedure on (B)(6) 2014 with a bifurcated, a suprarenal aortic extension, and a limb stent graft. Upon follow up, patient presented with a type 1b endoleak from the left bifurcated stent and not the initial limb implant. Physician elected to implant a limb stent graft to seal the leak. Patient is in stable condition post procedure.